Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the evaluators were able to successfully reproduce the reported failure. During the evaluation, a faulty control board as well as a failing socket connector were discovered and are believed to be causing the reported failure. Additionally, the digital output on the real panel was broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was experiencing start up and image issues during preparation for an unspecified procedure. Additional details relating to the patient and the event have been requested, but none were not provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of investigation, the phenomenon of ¿device does not start¿ was determined to have occurred due to the ¿front panel led failure¿ as a result of a faulty printed circuit (cp) board. No further information could be obtained, and the cause could not be identified for the defective cp board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.